Event description:
Patient's wife contacted dexcom technical support (ts) on (B)(6) 2015 to that on (B)(6) 2015, patient's receiver had no audio output when his blood sugar reached a low setting alert of 120 mg/dl. However, the patient also reported an inaccuracy between the continuous glucose monitoring (cgm) system and blood glucose (bg) meter of 129 mg/dl vs 26 mg/dl, which led to a diabetic coma. During the time of contact with dexcom ts, the patient was reported to be in fair condition. Additionally, dexcom ts advised the patient's wife to test the alert functionality, however the patient's wife did not have the receiver available to test at the time. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). The complaint device was not returned for evaluation. The reported complaint of the receiver having no audio output when the patient had a low cannot be confirmed; however, it should be noted that at the time of the reported event the patient also mentioned their setting for their low blood glucose level is set at 120 mg/dl and they reported going to 129 mg/dl. Based on this reported information, the device was working as intended. Without the device, a conclusive root cause cannot be determined. The inaccuracy, hypoglycemia and diabetic coma mentioned, are being reported under MFR# 3004753838-2015-50048.